Manufacturer narrative:
The manufacturer previously received information related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging unit will not power up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation, it was found that the device fail in barometric pressure and note additional failures observed that pca with oxidation. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unit will not power up. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it was found that the device fail in barometric pressure and note additional failures observed that pca with oxidation. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.